Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the vertek arm was loose and was not possible to block the arm. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the vertek arm was returned to the manufacturer for evaluation. No problem found. The returned vertek arm passed all testing and is fully functional.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.